Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) stored pacemaker mediated tachycardia (pmt) episodes and the patient was symptomatic with elevated heart rates. The atrial continued after pmt termination algorithm and continued with atrial tachycardia (at). This did not appear to be true pmt. Post pmt termination algorithm, another pmt episode showed atrial pacing and biventricular pacing due to atrial undersensing. Automatic gain control (agc) sensing was increased after atrial pacing and may not have decreased to the 0.15 mv sensing floor to sense the continued at. Additionally, the t-wave was visible on the right ventricular (rv) channel, but not sensed. Technical services (ts) discussed troubleshooting options and programming considerations. This crt-p remains in service. No additional adverse patient effects were reported.